Event description:
During a thorascopic wedge resection procedure, the surgeon fired the device and the cartridge didn't form very properly and after that fell into the thoracic cavity and had to be pulled out of the pt. The surgeon replaced the cartridge and fired again and continued the operation as scheduled. There was no pt consequence.